Event description:
It was reported that during initial implant after the pump was placed, thrombus was noted in the bypass circuit and oxygenator. Decreased flows were observed through the heartmate 3, raising concern for possible thrombus involvement spreading to the pump. The patient received a pump exchange on (B)(6) 2022 due to concern of thrombus seen in bypass circuit. The patient then required right ventricular assist device (rvad) support due to continued low flow alarms. The patient had severe bleeding throughout the case and required over 30units of blood products. The patient remained in critical condition. Log file review captured low flow events beginning at 3:30 pm and changes were made to the set speed. There was an intentional pump stop at 3:38 pm on (B)(6) 2022 and the controller was disconnected from power. It was additionally reported that the patient passed away on (B)(6) 2022 due to multiorgan failure. Related manufacturer's report: 2916596-2022-14681.

Manufacturer narrative:
Related MFR # 2916596-2022-14681. (B)(4). A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section h6: e2342: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (multisystem organ failure, bleeding, right heart failure, and patient outcome) cannot be conclusively determined through this investigation. The reported low flow alarms could not be conclusively determined as no log file data was provided by the account and no product was returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists bleeding, right heart failure, multiple types of organ failure, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 provides information regarding the recommended anticoagulation therapy and international normalized ratio range. This section also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.